Event description:
A hospital in (B)(6) reported that water leaked from the connection between the bag spike and water feedset tube of an mr290 vented autofeed humidification chamber before use.

Manufacturer narrative:
(B)(4). Method: the complaint chamber has been returned to the manufacturer. The complaint chamber was visually inspected and connected to a waterbag for testing. Results: no leak or build up of small drops of water was observed when the complaint chamber was connected to the waterbag. Visual inspection revealed that sufficient glue was present around the spike tubing connection. No fault was found. Conclusion: no fault was found with the returned complaint chamber. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."